Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was demonstrating devices to the surgeon, it was noticed that two of the threaded drill guides with depth gauge were not threading into the 2.0mm locking compression (lcp) mini plate. There was no patient involvement in this case. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Date of this report (B)(6) 2016 was entered in b3 in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed for part # 323.034. Two (2) 1.5mm threaded drill guides, with depth gauge (part number 323.034, lot number 3166002) was received with the complaint category of ¿device interaction: does not fit with other parts.¿ a device history record (DHR) review, visual inspection, functional test and drawing review were performed as part of this investigation. The complaint condition is confirmed as the threaded drill guides were each received showing distal thread wear which would prevent them from functioning as intended. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A device history records review was performed for the returned devices. They were determined to have been manufactured in (B)(4) on may 27, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. A review of the current design drawing / manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further investigation at customer quality shows that the threaded drill guides are part of the modular mini fragment locking compression plate (lcp) system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates. The devices were identified in literature for the modular mini fragment set, the 2.0mm lcp distal ulna plate, and the rotation correction plates- 2.0mm lcp and 1.2mm/2.0mm. The threaded drill guides were each received showing distal thread wear which would prevent them from functioning as intended. When functionally tested with three known good plates (part 247.346/lot 1783752, part 247.245/lot 1901876, and part 447.349/lot 1619526) the drill guides were each found to fully engage the plates but the insertion was rougher then intended. Thus, the complaint condition is confirmed, consistent with the reported condition, and could be replicated. A definitive root cause could not be determined as the method of use and maintenance over the lifespan of each device (approximately 7 years) are unknown. However, the complaint condition was most likely impacted by cumulative wear over the lifetime of the multiple use devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.